Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("device dislodged and was in her uterus"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and unwanted pregnancy ("unwanted pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent hysterectomy.). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, dysmenorrhoea, menstrual disorder, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and unwanted pregnancy outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and unwanted pregnancy to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device ") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhoea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("device dislodged and was in her uterus"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), complication of device insertion ("could not get right tube inserted") and abdominal pain lower ("lower abdomen") and was found to have an unwanted pregnancy ("unwanted pregnancy"). The patient was treated with surgery (she underwent hysterectomy.). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, menstrual disorder, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings, unwanted pregnancy, complication of device insertion and abdominal pain lower outcome was unknown and the dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and unwanted pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Ultrasound scan vagina - in (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter added. Updated suspect drug indication. Event ¿severe abnormal menstrual pain, dysmenorrhoea ¿ outcome recovered / resolved. Event ¿could not get right tube inserted¿ added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device / device dislodged and was in her uterus / migration of the device location of : uterus / failure to occlude (close) fallopian tube(s),') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A72392 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. Concurrent conditions included cystitis interstitial, anxiety and depression. Concomitant products included asenapine maleate (saphris), benzatropine mesilate (cogentin), gabapentin, omeprazole and ziprasidone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhoea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), complication of device insertion ("could not get right tube inserted") and abdominal pain lower ("lower abdomen") and was found to have an unwanted pregnancy ("unwanted pregnancy"). The patient was treated with surgery (she underwent hysterectomy./ surgery (other) type of surgery: surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, menstrual disorder, dyspareunia, headache, hypersensitivity, mood swings, unwanted pregnancy and complication of device insertion outcome was unknown and the dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and unwanted pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Ultrasound scan vagina - on (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Lot number reported ( a72392 ) is not valid. Most recent follow-up information incorporated above includes: on 23-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device / device dislodged and was in her uterus / migration of the device location of : uterus / failure to occlude (close) fallopian tube(s),') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. A72392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included cystitis interstitial, anxiety and depression. Concomitant products included asenapine maleate (saphris), benzatropine mesilate (cogentin), gabapentin, omeprazole and ziprasidone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhoea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), complication of device insertion ("could not get right tube inserted") and abdominal pain lower ("lower abdomen") and was found to have an unwanted pregnancy ("unwanted pregnancy"). The patient was treated with surgery (she underwent hysterectomy./ surgery (other) type of surgery: surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, genital haemorrhage, menstrual disorder, dyspareunia, headache, hypersensitivity, mood swings, unwanted pregnancy and complication of device insertion outcome was unknown and the dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and unwanted pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Ultrasound scan vagina - on (B)(6) 2013: failure to occlude (close) fallopian tubes essure had migrated to my uterus and I had to have surgery to have it removed. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Lot number added. Concomitant medication and condition added. Event abdominal pain outcome updated. Event "migration of the device" was updated to migration of the device / device dislodged and was in her uterus / migration of the device location of : uterus" and recoded to meddra llt device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.